Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and informed the customer to call back if the malfunction code recurs. The customer acknowledged and understood the instructions.